Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device has numerous nicks and gouges in the surface, particularly around the fracture site. The device was manufactured in 2015 and exhibits signs of extensive wear / usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, device broke when the insert trial was placed for trialing. No delay. No confirmation of backup has been received. No impact or injury to patient reported.